Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found damaged insulation on the conductor wire. Additional observation not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The missing piece measure approximately 0.42mm x 0.40mm. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken and passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The damage was identified during the operation. The reporter did not have further details about the event.